Event description:
It was reported to boston scientific corporation that an accumax laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6), 2014. According to the complainant, during the procedure, the tip of the laser fiber broke off inside the patient and was retrieved. The procedure was completed with another accumax laser fiber.there were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Exact patient age is unknown; however the patient was reported to be over 18 years old.(B)(4):the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.